Manufacturer narrative:
On 03/07/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/15/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, using a navigation system and an imaging system, they calibrated an instrument with the small suretrak, and navigated accurately. They then took another spin with the imaging system to visualize more anatomy, checked accuracy with the suretrak and noted it was inaccurate. At this point, the site checked accuracy with the passive planar and deemed it to be accurate. In trouble-shooting, they re-calibrated the suretrak and it was deemed to still be inaccurate. The surgeon opted to continue the procedure using another instrument. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.